Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to bleeding coming from behind the heart after the patient was weaned from bypass. There was an obvious large expanding hematoma in the av groove. The rate of bleeding from behind the heart rapidly accelerated. But on tee the device looked good, well seated and had no leak. The valve was removed in order to inspect the area of bleeding. The site was repaired and another edwards bioprosthetic valve was implanted. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the explanted device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, an evaluation cannot be performed. No further actions are possible with the available information at this time.